Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported difficulty passing a suction catheter through a tracheostomy tube, and suctioning while the device was in situ. The reporter indicated that no adverse health outcome occurred as a result of event.

Manufacturer narrative:
The reported bl vocalaid trach 7.5mm (B)(4) version + 5/ca was returned for investigation. The returned device was received in used conditions without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no occlusions were detected. Functional testing was performed and the device was submerged under water and a syringe was used in order to aspirate water through the vocalaid tube assembly. The results showed no resistance to aspirate the water was detected; no occlusions were detected. No root cause was determined, so the complaint was not confirmed.